Manufacturer narrative:
The customer found the halogen lamp was old/deteriorated and replaced it. The investigation determined the customer¿s actions resolved the issue.

Event description:
The initial reporter received a questionable ureal urea/bun result for one patient sample with the cobas 8000 c702 module. The initial result was 63.2 mg/dl. The repeated result was 15 mg/dl. The second repeated result was around 15 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.